Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications. It was reported that they are not receiving any pain relief from the pump. Patient stated that the controller shows that the bolus is being delivered, but they aren't getting the medicine. Agent asked the patient if they were having any withdrawal symptoms and patient stated no. Patient mentioned that they put the pump in for their sciatic nerve and everything was going fine, but then yesterday they woke up and got out of bed and noticed that they weren't getting any relief. The patient was redirected to their healthcare provider to further address the issue.